Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. The skin was prepped with an alcohol wipe prior to sensor insertion. On (B)(6) 2024, the patient experienced a skin reaction with itching, inflammation, and pimples ¿around the sensor area¿ which spread to her face and buttocks. In addition, the patient had applied an overlay patch to the skin first and then placed the sensor on top of that. The patient did not use any medication or treatment on the area. She stated that after one day her symptoms subsided. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.